Manufacturer narrative:
The patient weight was requested but not provided. The heartmate3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate3 lvas was received on 23 august 2017. The same device is used commercially and int he ongoing momentum 3 trial. The gtinn unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 2 years and 5 months.(calculated from the date when the modular cable was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room on (B)(6) 2017 with a driveline power fault alarm. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the driveline power fault alarm. The customer exchanged out both the system controller and modular cable as advised and the alarm resolved. An additional log file from the new system controller submitted for review after the equipment was exchanged did not contain any driveline power fault alarms or any other issues. The customer was sent home that same evening. No additional information was provided.